Event description:
It was reported that during the lead placement, the patient developed a pericardial effusion and tamponade due to a perforation. A percardiocentesis was performed and a pericardial drain was placed and the patient remained stable. The lead was implanted and remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).